Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This article was written by dirk clemens, paul lereim, inger holm and olav reikaras. (B)(4).

Event description:
Information was received based on review of a journal article titled, "conversion of knee fusion to total arthroplasty," which aimed to examine the outcome and conclusions in patients converted from knee fusion to total knee arthroplasty. The study consisted of eight (8) patients with eight (8) total knee arthroplasties that took place between 1998-2002. Six (6) of the patients were female and two (2) were male. Ages ranged between thirty-one (31) and seventy-six (76). The journal article reported the following: one (1) patient underwent amputation due to infection. One (1) patient experienced postoperative skin necrosis that was resolved with a gastrocnemius flap. The patient later expired from cardiovascular disease, unrelated to the procedure. One (1) patient experienced postoperative skin necrosis that was resolved with gastrocnemius flap and skin transplants. One (1) patient underwent a patellar revision due to patellofemoral pain. One (1) patient experienced postoperative skin necrosis that was resolved with wound revisions and skin transplants. Patient underwent a subsequent revision procedure to remove screws. One (1) patient experienced infection. One (1) patient underwent open reduction due to stiffness. The authors of this article conclude there is a high complication rate after conversion of a fused knee to a total knee replacement; however, patients report preferring a movable knee rather than the previously fused knee despite a complicated postoperative course.